Manufacturer narrative:
This disposable device had been autoclaved prior to return to our facility for eval. The resulting heat damage to the instrument prevented an eval.

Event description:
The product was used during a lar procedure. Reportedly, bleeding occurred at the application site. The surgeon used cautery to complete the procedure. The hosp has reported no pt injury occurred.